Event description:
Pulse oximeter displayed 9.7% spo2 (normal valve). Blood gas testing revealed this pt was critically low on oxygen, hypoxin, po2=19 mmhg or 20% sao2 critical instrument failure to report a low spo2 novametrix oximeter passed calibration and verification.